Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 388928, lot# b0400280k, product type: lead.

Event description:
A manufacturing representative (rep) on behalf of a healthcare provider (hcp) in a foreign clinical study reported that there was a dislocation of the implantable pulse generator (ipg) that required surgery. No further complications were reported/anticipated.